Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt said with their previous scs, they found that they would doze off with the settings lower on the scs, but when they awoke from being startled by something in their environment, the pt would experience a shocking sensation. Pt said the event date was sometime in 2020 when they started experiencing the shocking sensation with their previous scs. Pt described the shocking sensation as extremely painful and said "it will be like an electrical shock that goes up my feet, shins, and knees; it feels like my knees are exploding." Pt said "it also felt like their heart and chest were exploding." Pt said their pain was in bilateral feet, shins, and knees. Pt said the shocking sensation would wake them up and go away after a brief period of time and then it would happen again when they are awoken by something happening in their environment. Pt said the pain was so bad they had to shut their therapy off. Pt said now, the same thing was happening with their current scs since about a month ago. The patient was redirected to their healthcare provider to further address the issue. Pt also said they just had an MRI of their knees and now, pt had to get MRI of lumbar spine, unrelated to scs, and pt said they may have something pushing on a nerve.

Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator lot# serial# unknown implanted: explanted: product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.